Manufacturer narrative:
This report is submitted on february 04, 2022.

Event description:
Per the clinic, the patient experienced facial nerve stimulation with multiple electrodes and poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 26, 2022.